Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting procedure, progressive angina occurred. In (B)(6) 2013 the subject presented with stable angina and the subject was referred for cardiac catheterization. The target lesion #1 was located in the mid rca with 80% stenosis and was 26 mm long with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 5%. The subject was discharged the next day on dual antiplatelet therapy. In (B)(6) 2013 "progressive angina" occurred and the subject was hospitalized on the same day. The subject is to undergo a planned coronarography.